Event description:
It was reported that during the implant attempt, the physician could not extend the helix with the first lead and the second lead. Both leads were not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the distal conductor distorted. It was noted that there was blood in/on the helix/lobe mechanism, and damaged at implant. The lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of distal conductor within the connector. (B)(4) the full lead was returned, analyzed, and revealed that the distal conductor was distorted. It was noted that there was blood in/on the helix/lobe mechanism, and damaged at implant. The lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.